Manufacturer narrative:
One customer return sample was submitted from the lot number in question. Visual inspection of this tube indicated the presence of edta additive and the spray coat pattern was acceptable. Also visually inspected were 100 retains of the same lot # with the same acceptable spray coat pattern. Both the customer return sample and 25 retains were then tested by collecting donor blood using standard venipuncture techniques. Immediately after fillng each tube, they were mixed 8-10 complete inversions and placed upright in a rack for 45 minutes at room temperature. After 45 minutes each tube was visually inspected for the presence of clotting. Next each tube was placed upright in a tube rack for 4 hours at room temp. After 4 hours, the stoppers were removed and the blood was poured through a #50 wire mesh sieve. The interior tube walls, the stopper and the sieve were all examined for the presence of clots. All samples investigated, customer return sample and reatins encountered no difficulaties during the venipuncture, filled to the proper draw volume and no clots were observed throughout the entire investigation.

Event description:
Initial report on 5/9/06 indicated customer complained about increase in clotting and clumping in l&d depat, which resulted in erroneous test results. During a later visit, to this account it was revealed that the original incident, 5/9/06, resulted in a transfusion.